Event description:
Report forwarded by csi service & repairs trumbull- the lp-20-120 that is part of the lp-10-120 is here for repair. It failed to coagulate the tissue after excision so we have it here as a warranty repair. Not worked properly since they purchased it, but we had no units to replace it. It is on repair log 98022. It will not be on an RMA. We are evaluating it now. No patient involvement. 1216677-2022-00083 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Report forwarded by csi service & repairs trumbull- the lp-20-120 that is part of the lp-10-120 is here for repair. It failed to coagulate the tissue after excision so we have it here as a warranty repair. Not worked properly since they purchased it, but we had no units to replace it. It is on repair log 98022. It will not be on an RMA. We are evaluating it now. No patient involvement. 1216677-2022-00083-1 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: review DHR: inspect returned samples. *analysis and findings: complaint #(B)(4). Distribution history: this complaint unit was manufactured at csi on 01/14/2022 under wo's #(B)(4) and shipped on 01/20/2022. Manufacturing record review: DHR's 315270 & 313359 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 98022, this unit was at csi on 03/08/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Unit was found to fail the rf leakage test in all modes. Root cause: no definitive root cause for this issue could be reliably determined at this time. This unit was confirmed to have the adjustable pot for rf leakage secured indicating the setting placed in production (at the tine it was assembled) was executed, tested, confirmed (DHR) and then secured. Based on the information available this finding suggests a potential for a design related issue best evaluated by tech ops. Corrective actions: the generator was fitted with a new main board, tested and returned to the customer. The board removed was retained for further evaluation by tech ops per project number 691. Coopersurgical will continue to monitor this complaint condition for trends. No training required at this time. *was the complaint confirmed? Yes.